Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the five months. A request was made to have data from this device analyzed. No additional information at this time. The device remains in service. No adverse patient effects were reported. Received additional information the device was explanted and replaced due to the suspected pbd before data analysis was completed. Data analysis was performed, and the pacemaker has had no unusual faults or resets, the power consumption is stable and within expectations based on programming and therapy delivery with no evidence of premature battery depletion (pbd). Technical services (ts) provided information on the differing longevity estimates and advised this is normal device expectation. Additional information has been requested on the device explant. Outside of the revision, no adverse patient effects were reported. Additional information received advised the device was disposed of and will not return for analysis.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the five months. A request was made to have data from this device analyzed. No additional information at this time. The device remains in service. No adverse patient effects were reported. Received additional information the device was explanted and replaced due to the suspected pbd before data analysis was completed. Data analysis was performed, and the pacemaker has had no unusual faults or resets, the power consumption is stable and within expectations based on programming and therapy delivery with no evidence of premature battery depletion (pbd). Technical services (ts) provided information on the differing longevity estimates and advised this is normal device expectation. Additional information has been requested on the device explant. Outside of the revision, no adverse patient effects were reported.